Event description:
The patient reported that her husband fainted while working out of town and was taken to the doctor by paramedics on (B)(6) 2025, where the pod was removed. The patient did not remember the exact blood glucose (bg) levels but mentioned that doctors treated the low bg with fast-acting insulin. The patient was unable to provide further details as she did not have the information. Attempts to gather more information were made, but the patient did not respond to calls and voicemails.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.